Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found.

Event description:
It was reported that the patient presented to the emergency room with palpitations. It was noted at an earlier follow up visit during testing that the right ventricular (rv) lead had increased impedance with a reduction in sensing and increase in thresholds and it was questioned if it was due to the beginning of a possible lead fracture. It was also found that the implantable pulse generator (ipg) had moved in the pocket. During a revision, it was found that both the rv and right atrial (ra) leads were coiled together which was attributed to possible "twiddler's syndrome." The rv lead was also noted to have high impedance and the ra lead was observed to have had an insulation break. Based on the medical judgment the ipg was removed and replaced. The rv and ra leads were both capped and replaced. No patient complications were reported as a result of this event.